Event description:
It was reported that the patient had a dysfunction for a month. Troubleshooting did not reveal any anomalies except for high impedance on all poles. No interruption was observed. The neurostimulator was replaced. No patient injury was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.